Event description:
A customer reported an occlusion problem during surgery. The system was switched out and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system primed with no problem. The company representative confirmed the aspiration and irrigation pressure sensors' calibration. Vent and occlusion checks met specifications. Aspiration flow rates in specification. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system's event log was downloaded for review. There was no root cause identified. (B)(4).